Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted in a pt for endovascular treatment of a right iliac artery dissection in 2004. Vessel and aneurysm morphology are unk. It was reported that the contralateral limb was deployed outside the gate occluding the left iliac artery. The physician unsuccessfully attempted to pull the limb down with a balloon. The physician decided to perform a femoral-femoral bypass, no clinical sequelae were reported.